Event description:
It was reported that the patient's high voltage lead had very poor sensing and a high pacing threshold. During the pace/sense replacement procedure of this lead, the physician thought there was a small chance of a shocking coil malfunction due to high defibrillation thresholds on the lead. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. The new pace/sense lead was found to have high thresholds consistent with dislodgement. The lead was repositioned the following day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.